Event description:
Reportedly, review of the data stored in device memory (24h heart rate curve) showed that the heart rate of the patient was around 130 min-1 from (B)(6) 2014. It was reported that on (B)(6) 2014, the heart rate was decreased after the application of a magnet. Review of the only mode switch episode stored in device memory showed that the pacemaker switched from aai mode to ddi mode after the application of the magnet and atrial flutter was also suspected based on this episode. The device was programmed in vvir pacing mode at that date.

Event description:
Reportedly, review of the data stored in device memory (24h heart rate curve) showed that the heart rate of the patient was around 130 min-1 from (B)(6) 2014. It was reported that on (B)(6) 2014, the heart rate was decreased after the application of a magnet. Review of the only mode switch episode stored in device memory showed that the pacemaker switched from aai mode to ddi mode after the application of the magnet and atrial flutter was also suspected based on this episode. The device was programmed in vvir pacing mode at that date.